Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: t00005005. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted. Investigation was unable to determine the lead that was not providing effective therapy.